Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the explantation date. Initially, the date of explantation was reported as (B)(6) 2021. However, additional information revealed that the actual date of explantation was (B)(6) 2021. The relevant field has been updated. On (B)(6) 2021, it was found that incorrect information regarding the mre was reported on the initial report, and h7 and h9 fields were omitted. Manufacturer's reference number: (B)(4) a nonconformance was identified, and will be handled through mentor's quality system. H.9. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 500cc mentor smooth round high profile prosthesis and experienced right-sided deflation postoperatively. The diagnosis was confirmed based on a photo and phone consultation. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. The event date was estimated as (B)(6) 2021 based on available information.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).